Event description:
Customer reported an issue with the pump time being incorrect and needing an update. There was no adverse impact to the customer¿s blood glucose level as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Customer was assisted by technical support to update the pump time and was advised to monitor the situation, with the customer understanding and acknowledging the guidance.